Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the staple line repaired? Sutures. What color cartridge was being used? Gold and green. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The 3d and 4th firing. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were staples malformed, missing, or a combination of both? See pictures. Photographic conclusion: based on the photo evidence of the subject ec60 device, the event description of an incomplete staple line can be confirmed. The belief is that the device encountered a hard object like a clip or crotch staple or thick or calcified tissue that caused the knife to milk the tissue out the distal end.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ec60 device was returned with no visual non-conformances and with two cartridge reloads present. Cartridge (b) ecr60g, m5238m was received fully fired and with cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. Cartridge (c) ecr60d, l5514g were received fully fired and with cartridge deck damage. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The found damage on the cartridge deck (b, c) and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the damaged knife condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the staple line was not complete. When the surgeon removed the device, he noticed a hole in the staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.